Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple stretched to the inflation lumen. Microscopic examination revealed no additional damages. The balloon is loosely folded and there is contrast in the inflation lumen/balloon. The stent is missing and did not return for analysis.

Event description:
It was reported that stent dislodgement occurred and the procedure was cancelled. The stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the stent dislodged in the femoral profound artery. The device remains inside the patient and the procedure was cancelled. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent dislodgement occurred and the procedure was cancelled. The stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the stent dislodged in the femoral profound artery. The device remains inside the patient and the procedure was cancelled. There were no patient complications reported and the patient was stable.